Manufacturer narrative:
Unable to prime unit during prime/compromised force sensor system test due to loose motor support disk. No compromised force sensor system alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.